Event description:
Event description guidant received information that this bipolar atrial lead was exhibiting impedance > 2500 ohms. Due to the patient's condition of chronic atrial fibrillation, the implantable pulse generator was reprogrammed to vvir and the lead remains as is. The physician will continue to monitor the patient for future episodes.